Event description:
It was reported that the patient underwent a posterolateral and anterior lumbar interbody fusion surgery l5 to s1 using rhbmp-2/acs on (B)(6) 2002.the patient's post-operative period is marked by increasingly severe pain and weakness in his back and lower extremities and has otherwise suffered serious injuries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011, the patient presented with complaint of trauma underwent x-ray of lumbar spine. Impression; grade ii anterolisthesis of l5 on s1 , likely as a result of bilateral pars defect, which are better seen on the CT scan . The degree of subluxation is not significantly changed, allowing for the technique between the flexion and extension views. On (B)(6) 2011, the patient underwent another x-ray examination.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2010: patient underwent x-ray of left shoulder. Conclusion: negative shoulder. On (B)(6) 2010: patient presented with alleged "ruq" abdominal pain. On (B)(6) 2011: patient presented after motor vehicle collision with alleged left leg and back pain. Patient underwent the following : CT head. Impression: normal appearing non-contrast brain CT. CT cervical spine. Impression: normal appearing non-contrast cervical spine CT. CT thoracic spine. Impression: normal appearing non-contrast thoracic spine CT. CT lumbar spine. Impression:1) spondylolysis and spondylolisthesis at l5. Degenerative disc disease at the l4-5 and l5-s1 levels, causing central spinal stenosis and foraminal narrowing. The pars interarticularis defects are age indeterminate, but likely chronic. MRI of lumbar spine. Impression: grade ii spondylolisthesis at l5-s1 with bilateral spondylolisthesis, chronic; disc extrusions at l4-5 and l5-s1; severe bilateral neural foraminal stenosis at l5-s1 and moderately severe bilateral neural foraminal stenosis at l4-5 resulting in probable compression of the l5 nerve roots bilaterally and probable impingement of the l4 nerve roots bilaterally and possible contact with the s1 nerve roots, left more than right. On (B)(6) 2011: patient underwent CT of cervical spine and brain. Impression: normal appearing CT scan of the cervical spine and brain obtained without contrast. Patient also underwent CT of chest, abdomen, and pelvis with contrast. Impression: trace free fluid in the pelvis. No acute posttraumatic abnormality. 2. Bilateral parts intra-articularis defects at l5 with grade 1 anterolisthesis. No acute posttraumatic bony abnormality. Patient also underwent CT of lumbar spine. Impression: spondylolysis and spondylolisthesis at l5. Degenerative disc disease at the l4-l5 and l5-s1 levels, causing central spinal stenosis and foraminal narrowing, particularly foraminal narrowing at the l5-s1 level. Pars interarticularis defects are age indeterminate, but likely chronic. Patient also underwent MRI of lumbar spine. Impression: grade ii spondylolisthesis at l5-s1 with bilateral spondylosis, chronic. Disc extrusions at l4-5 and l5-s1. Several bilateral neural foraminal stenosis at l5-s1 and moderately severe bilateral neural foraminal stenosis at l4-5 resulting in probable compression of the l5 nerve roots. On (B)(6) 2011, the patient underwent another x ray examination. Patient presented with chief complaint of low back pain and weakness.

Event description:
It was reported that on (B)(6) 2011, the patient underwent another x ray examination. Findings: bilateral spondylosis involving l5. 50mm of anterolisthesis of l5 on s1.